Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of no image when using olympus, 180 series scopes was confirmed and the cause isolated to a printed circuit board failure. In addition, it was noted that the video connector socket failed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not produced and white balance was not functioning when using olympus, model series 180 scopes with the olympus, model cv-190, evis exera iii video system center. This report is submitted due to the report that an image was not produced. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was also noted that the video connector was loose due to the faulty receptacle board of the video connector unit. However, the definitive root causes of the faulty printed circuit board and faulty receptacle board could not be determined. Olympus will continue to monitor field performance for this device.